Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name hrs. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2014, the patient was treated for a right ankle fracture. On an unknown date, the patient reported pain and hardware removal was scheduled to alleviate pain. On (B)(6) 2014, the hardware was removed without any complication. There was no reported hardware issue. The procedure was completed successfully without any reported patient harm. There was no surgical delay. This is report 1 of 2 for (B)(4).